Event description:
(B)(6) clinical study. It was reported that angina, in-stent restenosis and stent under expansion occurred. In (B)(6) 2013, the patient was diagnosed with stable angina (ccs class -3) and was referred for cardiac catheterization. Target lesion # 1 was a de novo lesion located in the distal right coronary artery (rca) with 70% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. Initially, a 1.5mmx 15mm maverick balloon was used and multiple inflations were performed and subsequently pre-dilatation was performed using a 3 mm x 12 mm maverick balloon catheter, however the balloon ruptured. Subsequently the multiple inflations were performed using 3.25 x 6 mm quantum apex balloon and 3 x 6 mm cutting balloon resulting better dilations of the vessels. Target lesion # 1 was then treated with pre-dilatation and placement of a 3.50 x 12 mm promus element plus stent, with 0% residual stenosis. Target lesion # 2 was a de novo lesion located in the mid rca with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.5 mm. Target lesion # 2 was treated with pre-dilatation and placement of a 3.50 x 24 mm promus element plus drug-eluting stent, with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with stable angina pectoris and was hospitalized on the same day. The patient was recommended for cardiac catheterization. The 90% restenosis of study stent located in the mid rca was treated with balloon angioplasty and placement of a 4 x 22 mm non bsc drug eluting stent, with 0% residual stenosis. There was a stent under expansion and neointimal hyperplasia was noted during intervention which was subsequently treated with additional inflations using unspecified size of quantum balloon and placement of a 4 x 22 mm non bsc drug eluting stent, resulting full stent expansion. On the same day, the event was considered as resolved. The patient was discharged on aspirin and clopidogrel on the next day.

Manufacturer narrative:
Device is a combination product.device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).